Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string came out without tampon, retained- vagina [foreign body in reproductive tract]. Tampon string came out without tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string came out without the tampon. No serious injury reported.